Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed pm downstream occlusion test failed twice @ 21.64 and 23.15 psi" was not reproduced. Evaluation sent device to downstream occlusion testing 3x with the third testing done with a different IV set. All testing passed at 12.85 psi, 18.18 psi, and 15.11 psi. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed preventive maintenance downstream occlusion test failed twice @ 21.64 and 23.15 psi occurred in the biomedical service department. There was no patient involvement. No additional information is available.